Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient was taken to the emergency room because they were having convulsions and passed out. The cgm was displaying "low" and the bg meter was showing, "high" prior to going to the ER. In the ER, his bg was checked and it was 37 mg/dl while the cgm was 340 mg/dl. The patient was treated with IV fluids and after 7 hours, the patient's bg stabilized. Prior to being discharged the same day, the bg reading was 219 mg/dl. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.